Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed there was a broken grip close cable at the distal idlers. The idler pulley spun freely and was not damaged. The cable segment was sticking out at the instrument's wrist. Other cables at instrument's wrist were not damaged. An additional finding that was not reported by the customer was an indentation at the edge of the distal pulley. Evidence not conclusive, but pulley indentation most likely occurred due to mishandling. The instruments & accessories instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si hysterectomy procedure, the user facility identified a broken cable on the mega suturecut needle driver instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.